Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), uterine perforation ('perforation (uterus)/migration of essure device,uterus/2nd coil was lodged in the uterine wall/essure is not in the right place and it is embedded inside the uterine fundus') and menorrhagia ('menorrhagia') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no (per pfs)". The patient's medical history included lumbar spinous process fracture on (B)(6) 2017, pelvic pain on (B)(6) 2017, endometrial ablation and endometriosis. Concurrent conditions included procedural pain and uterine scar. Concomitant products included ethinylestradiol; norethisterone acetate (loestrin), medroxyprogesterone acetate (depoprovera) from 2001 to 2008 and oral contraceptive nos in 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain lower ("lower abdomen pain"). On 16-mar-2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue"), 7 years 10 months after insertion of essure. In (B)(6) 2018, the patient experienced migraine ("migraines/headaches"). On an unknown date, the patient experienced complication of device removal ("complication of essure removal-was told only one essure device was taken out and that the 2nd coil was lodged in the uterine wall and could not be removed"). The patient was treated with surgery (novasure endometrial ablation and salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, migraine and abdominal pain lower had resolved and the complication of device removal outcome was unknown. The reporter considered abdominal pain lower, complication of device removal, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, migraine, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date of insertion previously reported (B)(6) 2009 but now (B)(6) 2009. There are 5 loops of coil on the right and 6 loops of coli on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: rare benign endometrial fragments are seen in a specimen that consists mainly of blood and endocervical glands; on (B)(6) 2018: cervical sections showing no pathologic changes. Uterine wall sections showing endometrium with proliferative. Features showing recent hemorrhage and fibrin deposition. Adenomyosis. A segment of wire was seen grossly, clinically impacted essure device. Bilateral fallopian tube sections, one showing paratubal cysts as well as a detached fragment of paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : migraines, heavy and painful menstruations, dysmenorrhea, essure device appears to be in the endometrium/essure is not in the right place and it is embedded inside the uterine fundus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs and mr received. Reporter information were added. Medical history and concomitant drugs were added. Events added-abnormal bleeding (vaginal), menorrhagia, dysmenorrhea, fatigue, migraines/headaches, perforation (uterus)/migration of essure device,uterus/2nd coil was lodged in the uterine wall/essure is not in the right place and it is embedded inside the uterine fundus, lower abdomen pain, complication of essure removal-was told only one essure device was taken out and that the 2nd coil was lodged in the uterine wall and could not be removed, essure confirmation test(s) conducted, specify no (per pfs). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.